Event description:
Bd alaris 8015 infusion pumps have significant scratches/etching on the screens at the point where the large volume pump door handle makes contact with the pcu. Out of a fleet of 620 units, almost all of them have scratches at the same point. These were noted during the preventive maintenance inspection at the first year of ownership and have worsened to an infection control risk at the second yearly preventive maintenance inspection. This appears to be a defect of the device and has been raised to the attention of the manufacturer.